Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm can be confirmed based on the information recorded in the log file provided by the customer. The event log file contained events recorded from (B)(6) 2019 where two no external power incidents were recorded. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The (B)(4) was not returned for evaluation and remained in use. Per the additional information the patient has the new locking cable. According to the patient he was trying to rearrange his power unit and accidentally unplugged it a few times. As a result, some re-education was done. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 month (this was calculated by taking the difference between the event date and the date the mobile power unit was issued to the patient) no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during the analysis of the log files no external powers were observed while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. According to the patient he was trying to rearrange his power unit and accidentally unplugged it a few times. No further information provided.